Manufacturer narrative:
The customer's glidescope core system was not returned to verathon for evaluation, therefore the cause could not be determined. The customer was also unable to verify the laryngoscope used during the event. However, a verathon territory manager tested the system at the facility but was unable to replicate the reported issue. Follow-up information received from the customer confirmed there have been no reports of recurring issues since the reported event. Review of complaint history for the reported device did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 10-inch fhd monitor during a patient intubation, the screen went white twice. A backup device was used to complete the procedure. No procedural delay or patient harm was reported.